Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. The trial began on (B)(6) 2025. It was reported that they were experiencing worsening baseline symptoms of urge incontinence and urgency frequency. The issue was not resolved and was still onoing. Patient said that their symptoms was getting worst than before they had trial. Patient said that they were unable to empty their bladder completely in 1 go. 1 or more symptoms was showing a 50% improvement. Patient mentioned that therapy was adjusted (adj) yesterday by manufacturing representative (rep). Notified rep to contact patient for assistance.

Manufacturer narrative:
B2: other- urinary retention. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.